Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that after customer changed batteries due to receiving a low battery alert during school, customer received a battery out and failed battery test. Customer's blood glucose was 130 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting, customer did not receive a failed battery test. Caller was advised to monitor insulin pump and that battery cap would be sent as a courtesy. After receiving battery cap, customer changed batteries and continued to receive failed battery test. Customer's blood glucose was 500 mg/dl and customer was feeling sick. Caller reports that after three battery changes, insulin pump accepted battery. Caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.